Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed.

Event description:
It was reported that during routine follow-up, there was a lead fracture, with artifacts, and low sensing integrity counters were observed, which is indicative of oversensing. It was also reported an x-ray showed good device to lead connection. During lead revision, an anchoring sleeve issue was noted, and lead damage was questioned. The lead was explanted and replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed.